Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced two peritonitis events. The cause of the events were reported as due to careless diet. The patient was treated with unspecified medication for the events. Pd therapy was continued during the treatment. The patient hospitalization and patient outcome were not reported. The reporter declined to provide additional information.